Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting noise in the ventricular fibrillation zone. Noise was non-reproducible and other parameters were within normal limits. The physician decided to replace the lead during the generator change. The lead was capped on (B)(6) 2021. The patient was discharged in stable condition.